Event description:
Customer initially reported the item broke during use. Healthcare facility is - in (B)(4). On (B)(6) 2011, (B)(6) reports via phone that the first delivery blade was introduced into the vagina when it immediately broke at the bottom end of the blade. The doctor immediately, and without delay, easily removed the broken piece. There was no pressure applied on the blade at the time of insertion. There was no injury to mother or child.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info. See scanned page.